Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. There was no image during angulation due to defective distal end insertion unit. The switches were worn out. The insertion tube was from third party. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed no image during angulation. The issue was found during preparation for use for a bronchial examination. The procedure was completed with a similar device. The patient was not under sedation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and update to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was due to the internal charge-coupled device (ccd) cable moving irregularly, then misaligned and kinked. The event can be prevented by following the instructions for use which state: ¿do not bend, hit, or twist the insertion section, control section, universal cord, and endoscope connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. Turn the video system center on only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd.¿ olympus will continue to monitor field performance for this device.